Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2013, due to skin overgrowth around the abutment. During the procedure the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.